Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: this problem was notice during calibration where in system test mixer assembly at 21% fio2 flow sensor qo2 could show some flow and a technical event (B)(4).